Event description:
The pt was revised due to osteolysis, poly wear. There was loosening of the femoral stem between the cement/bone interface but the cement was a competitor's product.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.